Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump kept having battery issues. The device had alarmed no power without a previous warning. The customer also stated the battery compartment was damaged. His blood glucose was 78 mg/dl. Troubleshooting was only performed for the damage. He wasn't sure how the damage occurred. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced.